Event description:
On (B)(6) 2011 the pt reported experiencing a bent cannula approx one week prior (B)(6) 2011. She was advised of the recall. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The alleged product was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.